Event description:
Patient's device had an observation for rv (right ventricular) tip to rv coil pacing impedance out of range at 190 ohm on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).